Event description:
Event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) was at beginning of life (bol) with a box monitoring volatge 3.25v. The measured device monitoring voltage in storage mode was 2.85v. ,